Manufacturer narrative:
Patient identifier- multiple = (B)(6). Concomitant medical products: alinity I afp list 7p90; alinity I total psa list 7p92; alinity I stat high sensitive troponin-I list 8p13; alinity I cea list 7p62; alinity I 25-oh vitamin d list 8p45. Correction/removal report number = 3002809144-06/13/19-007-c. A product correction letter was issued on 10jun2019 to all worldwide alinity ci scm customers configured with the alinity I processing modules to inform them of the issue where incorrect results may occur after a system stop due to the alinity I re-use of reaction vessels. The letter further notifies the customer that the alinity ci-series software version 2.6.2 will be released to resolve the issue and instructs the customer on the operational steps to take that will prevent the issue from occurring.

Event description:
During a data review conducted by us abbott diagnostics software engineering , it was found that multiple patients had results that were identified as being impacted using a "dirty rv."the following results were found to be incorrect: sid (B)(6) generated ft4 result 1.325 pmol/l; sid (B)(6) generated ft4 result 0.764 pmol/l, tsh result 4.486 miu/l; ca 125 result 27.05 iu/ml; afp result 11.7 iu/ml; tpsa result 4.29 ug/l; sid (B)(6) generated trop result 10.49 ng/ml; sid (B)(6) generated trop result 4.62 ng/ml; sid (B)(6) generated cea result 31.63 ng/ml; sid (B)(6) generated vit d result 32.99 nmol/l, tpsa result 1.098 ug/l; tsh 0.0301 miu/l; sid (B)(6) generated ft4 result 0.938 pmol/l, tsh 1.965 miu/l. The incorrecst results were determined to be caused by an alinity ci-series software deficiency where the reuse of reaction vessels (rvs) occurred after a system stop. No impact to patient management was reported.